Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced malposition of device, patient device interaction problem and difficult to remove. This information was received from one source. This malfunction involved one patient with no consequences. The weight of (B)(6) male was not provided.